Event description:
It was reported that a pt's pump alarm was heard on (B)(6) 2011. The pt "felt fine" and decided to wait until the next morning ((B)(6)) to contact his physician. Per the reporter, when the pt woke up the following morning ((B)(6)) he "did not feel well." The pt "showed up in a local ER" complaining of the pump alarming. The emergency room (ER) physician checked the pump status and no alarms were present. The logs were not checked; the pump was stopped. Per the reporter, the pt was due to have his pump refilled on (B)(6) 2011. Shortly after the pt's status check, he became "unresponsive." The pt was given narcan but remained unresponsive. The pt experienced withdrawal. The pt's pump was interrogated the next day ((B)(6)) and the logs showed a motor stall had occurred on (B)(6) 2011 at 0956 am and recovered on (B)(6) 2011 at 1700 pm. The warning of "stopped pump period may exceed tube set" was visible upon interrogation. Pump replacement was scheduled for the next day on (B)(6) 2011. The medication administered via the pump was morphine at a concentration of 40 mg/ml at a daily dose of 45.032 mg/day. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).